Manufacturer narrative:
A company service rep checked the system, replaced the host power printed circuit board (pcb), then the system met specifications. Investigation is in progress.

Event description:
The facility reported the system would not boot up, and there was no back-up unit. Cases were canceled and rescheduled for following week. No other patient impact occurred.